Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one (device. Visual and functional evaluation noted no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: surgical procedure being performed was a sleeve, the device was not being applied to any tissue or vessel, the device did not work outside of the patient. There was a problem loading the device. It cannot be loaded. There was no problem unloading the device. The stapler was not able to fire. The surgeon was not able to press the green button and was not able to squeeze the handle. In order to complete the case a new one was used. The current patient status is perfect.